Event description:
A malfunction alarm with code malf 16 was reported. It was unclear whether the issue impacted the customer's blood glucose level, as they declined to answer. The customer encountered this malfunction multiple times and was informed that a replacement pump would be provided. Tandem technical support confirmed the shipping details and instructed the customer to allow the battery to deplete before returning the faulty pump using a pre-paid label and return box. The customer decided to continue using the current pump as a backup therapy until the replacement arrived.